Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced hazy vision and clinical reason for explant being patient dissatisfied with visual acuity. The iol was explanted and exchanged for a light adjustable lens (lal) following the initial implant procedure. Additional information has been requested and received stating that hazy vision was experience at 1 day post operatively. Non adaptability was reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).